Event description:
It was reported that there was loss of capture and high bipolar ventricular lead impedance, the lead was reprogrammed to unipolar and has good unipolar impedance and capture. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.